Event description:
An 8.3 inr with protime system vs. An unreported inr with an unspecified lab system. Pt therapeutic inr range: 2.0 - 2.5. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.